Event description:
The catheter broke from the hub. Drain had been in place approximately 12 days. Drain removed. No patient harm. Manufacturer response for multipurpose drain, 8.5 mac lock mpd (per site reporter): talked to customer relations at cook. She is sending me a shipping label.